Event description:
Reportedly, the pt received 4 shocks. However, upon ICD interrogation, only the initial episode with one shock delivery was available in device memory. The other episode with 3 delivered shocks was not available. The physician was questioning about the priority scheme for episode recording, considering that the newest episode would need to be recorded.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.